Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump squirted out insulin during the manual prime and alarmed for a compromised force sensor system. The insulin pump was not bumped, dropped or exposed to water. The drive support cap appeared to be flush. The customer had not pressed on the cap. The blood glucose reading was 166 mg/dl. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with prime error alarm during basic occlusion test due to loose/protruded drive support disk. The insulin pump had cracked case at display window corner, minor scratched lcd window and broken reservoir tube lip.